Event description:
According to rptr, pt was using the trach brush to clean his trach. While he was doing so, the brush portion of the brush broke off and migrated down pt's throat and lodged in his right lung. Later that same day, he had to have the brush removed. As the brush traveled down his throat, the fragment tore a portion of his throat. A balloon device was placed in pt's throat to protrect and cover the torn portion of his trachea. Atty for this pt stated, "while the front package of your tracheostomy care tray states that the inner cannula should be removed prior to cleaning, we believe that it is certainly foreseeable for someone to attempt to clear the inner cannula without removing the inner cannula and going through all of the procedural steps for cleaning."